Event description:
Reference number (B)(4). Events occurred in the united states it was reported that the patient experienced kinked cannula event with three sets on (B)(6) 2025. The patient noticed symptoms within three hours of insertion. The insertion site was upper buttocks. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4)- device 2 of 3.